Event description:
Information received from the field does not address the patient's clinical status but notes that although the device had previously been programmed to 2.5v at 0.4ms, interrogation revealed that the ventricular output was programmed to 4.0v at 0.6ms.